Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system oversensed noise on the patient's non-boston scientific right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than two seconds of asystole. Subsequently, a revision procedure was performed, and the rv lead was explanted and replaced. The crt-p remains in service. No additional adverse patient effects were reported.